Event description:
It was reported that during a procedure the laser system displayed errors indicative of a system malfunction. The errors were not able to be cleared and the laser system was no longer able to be utilized. The customer exchanged laser system to complete the procedure. There was no report of a pt injury; however the MFR is filing this as a delay in case as a result of the equipment failure resulting in an exchange of the laser system.

Manufacturer narrative:
The laser was serviced at the facility. MFR service engineer confirmed reported event and re-ran software. The laser was re-started with no errors occurring. The service repair was completed on (B)(6), 2012 and the service engineer released the laser for use.